Manufacturer narrative:
The pump passed all operating currents, and tested within the specification range. The pump passed the off no power test. The pump was monitored and tested with no unexpected battery out limit noted. The pump passed the unexpected restart error test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 85 mg/dl. The customer stated the pump alarm after battery change. The customer was instructed to insert a new battery. The customer was advised to ensure that battery cap is securely fastened and battery slot is aligned horizontally with pump. Customer stated that the pump did alarm battery out limit. The customer was advised that the device need to be replaced and revert to a backup plan.